Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No power error 25 or low battery alert noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump power was turned off. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states after previously completing low battery troubleshooting within one week. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.